Event description:
It was reported that during a gastric bypass procedure, the clips were coming out sideways for both devices. A different device was used to complete the procedure. There was no pt consequence. Two devices will be returned.

Manufacturer narrative:
Eval summary: the analysis results found that the er420 instrument (a and b) were returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. The batch record was reviewed and no anomalies were noted during the mfg process.